Event description:
Timeline: (B) (6) 2009 consult w/gyn dr (B) (6) re: ablation; his suggestion was to also have essure sterilization procedure; we agreed to essure at the same time as the hysteroscopy was required before ablation. - we are informed that essure can never be removed. - it expands when inserted and it has flanges on both ends. - we had never heard of essure before this time/date. On (B) (6) 2009 had a transvaginal ultrasound performed, - did show a fibroid on uterus. On (B) (6) 2009, hysteroscopy/essure procedures by dr (B) (6). During the procedure, we can see that the essure device on the right side does not go in like the one on the left. During the consultation after the procedure, dr (B) (6) shows me photos of the implantation results. On (B) (6) 2009, pelvic pain, nausea, cramping began immediately after procedure. I took sick leave from work for 4 days and worked only one day/ (B) (6) 2009 that week. As I am a school teacher, I did not need to take more sick leave the following week due to snow for 3 days the next week and winter break starting (B) (6) 2009 until (B) (6) 2010. On (B) (6) 2009 two-week follow-up pelvic exam: I have had pelvic pain, nausea and cramping continually since the procedure. Dr (B) (6) is baffled; has never had a pt with this problem/symptoms and has been doing essure procedures for almost 7 yrs and even teaches other docs how to do it. We decide to schedule second hysteroscopy to remove at least the essure device from my right fallopian tube as dr (B) (6) thought perhaps it did not go in correctly and was the cause of my pain. He does not think he can remove the left essure device. He has never removed these devices from anyone. On (B) (6) 2010 second hysteroscopy. During the hysteroscopy dr (B) (6) thought both devices were in place and since the right device looked the same as the left at this point, rather than cause more pain, his professional opinion was to leave it in. I agreed as I did not want/was fearful of more pain and probably was not thinking clearly due to the medication for the hysteroscopy. On (B) (6) 2010 two-week follow-up pelvic exam: I am still in pelvic pain. During the consult after the exam dr (B) (6) suggests a laparoscopy. He also suggests that this may end up being a total hysterectomy depending on how the surgery goes because he is not sure he can remove it without damaging the uterus. By this time and earlier my husband is doing research on essure; its removal and complications. He has found many posts from women with my symptoms but only found two facilities that have successfully removed essure devices. The closest one was in (B) (6). On (B) (6) 2009 made an appointment with (B) (6) tubal reversal center -(B) (6). On (B) (6) 2009 did blood lab work for (B) (6). On (B) (6) 2010 transvaginal ultrasound, myomectomy -1-4- and essure removal at (B) (6) with dr (B) (6). Immediately upon waking from anesthesia, I felt no more pelvic pain/cramping/nausea, only surgery pain. Dr (B) (6) also found/removed a second fibroid on my left fallopian tube as well as the one seen on ultrasound on the uterus. He thinks that it is a strong possibility that my pain/discomfort was due to the fibroid on my fallopian tube. Note: (B) (6) did not agree with dr (B) (6) using essure devices for a (B) (6) female who is probably going to be in menopause in a couple of years and has a very low chance of becoming pregnant. I am incredulous about this past 7 weeks of my life being turned upside down, and how I trusted a professional without doing more research. Dates of use: (B) (6) 2009 - (B) (6) 2010 - 7 weeks. Diagnosis or reason for use: sterilization.